Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that an inductor, designator l1 from the analog pcb assembly is resistive at pads 2 and 3.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer's device was being evaluated by a third party service technician as part of a technical service update. There was no patient use associated with the reported event. Upon evaluation of the customer's device, the third party service technician observed that the device would not power on when prompted. The technician confirmed this with multiple batteries.